Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer checked the sample and process probes, checked the volume of dispensers 1 and 3, checked the matrix cells, calibrated the meia optics, decontaminated solution 1 and replaced and calibrated the mup without resolution. The abbott customer technical advocate sent the customer replacement reagent and 6-point calibrators. After receipt of the new reagent and calibrators, the customer stated the calibration passed. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.